Event description:
Pt stated she was here for an ablation and then was admitted. Pt stated that during her admission she felt something sharp in her bed. She notified her nurse who stated she had a burn on her back from her procedure. It was found during review the pads used for the ablation were the smaller pads which was a new stock item from the large pads we were using. Materials management stated they switched back to the larger pads after this event. It was thought the smaller pads were all that was available due to supplier shortage. FDA safety report ID# (B)(4).